Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed, and cubies are not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.2 was off bus. A previous technician had reseated the rowboard cable and retractor band. A field service engineer replaced the rowboard cable and tested the drawer in diagnostics, which passed. However, the drawer remained off bus when the customer signed in. Replaced the retractor band, drawer board, and controller board, but the station still didn¿t recognize the drawer and configuration was unsuccessful. A replacement drawer was ordered and installed. Upon inspection, no issues were found, and the customer was able to access multiple medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed, and cubies are not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.